Event description:
It was reported to philips that the system's shutters were unable to fully open, preventing imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular diagnosis procedure, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited the system onsite and confirmed the issue that the shutters were unable to fully open. Upon troubleshooting, the fse found that the shutters were not fully open, which was preventing imaging. To resolve the issue, the fse made adjustments to the collimator and calibrated the frontal plane. The fse confirmed that the issue was resolved after calibration, performed all relevant testing, and the system was operating normally. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome.